Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (faults while charging was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, there was contamination on the battery board. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it would not charge a test battery pack.